Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead alert and the patient was hospitalized. It was further noted there was high impedance and noise on the electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.